Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, when the device was unpacked from packaging, there was no needle and thread. The thread was replaced to complete the case and resolve the issue.